Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information is received, a supplemental medwatch will be filed.

Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-03144 for the associated device information. It was reported to boston scientific corporation that an (B)(4) pigtail stent and a rapid exchange biliary delivery system were used during a procedure for pancreatic stone drainage of a female patient (patient age and weight are unknown). During the attempt to load the (B)(4) pigtail stent onto the guide catheter of the rapid exchange delivery system, the stent kinked. The guide catheter was then retracted and the pigtail stent was advanced over the guidewire with the push catheter of the delivery system. The physician unsuccessfully attempted to advance the pigtail stent through a cyst hole, which was intentionally created by the physician, and into the cyst. The pigtail stent and delivery system were removed from the patient. The procedure was completed by leaving the cyst hole open for drainage. The patient was reported to be in stable condition after the procedure with no complications. The patient will be monitored to ensure that the drainage is adequate.

Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-03144 for the associated device information. It was reported to boston scientific corporation that an amsterdam pigtail stent and a rapid exchange biliary delivery system were used during a procedure for pancreatic stone drainage of a female patient (patient age and weight are unknown). During the attempt to load the amsterdam pigtail stent onto the guide catheter of the rapid exchange delivery system, the stent kinked. The guide catheter was then retracted and the pigtail stent was advanced over the guidewire with the push catheter of the delivery system. The physician unsuccessfully attempted to advance the pigtail stent through a cyst hole, which was intentionally created by the physician, and into the cyst. The pigtail stent and delivery system were removed from the patient. The procedure was completed by leaving the cyst hole open for drainage. The patient was reported to be in stable condition after the procedure with no complications. The patient will be monitored to ensure that the drainage is adequate.

Manufacturer narrative:
The device was not returned for evaluation, however it is indicated, per the event description, that a rx stent/10 x 15cm delivery system was used with the pigtail stent. This 10/5 pigtail stent is supplied with its own compatible push and guide catheter assembly in a 10 x 5 pigtail kit (upn: (B)(4)). The pigtail stent is not compatible to be used with a flexima rx stent delivery system. The rx stent delivery system is compatible with its specific flexima stents. The customer utilized an incorrect delivery system with the pigtail stent which likely contributed to the event. Based the details of the event and the most probable root cause of user / use error is selected as the device was not used in accordance with the dfu.